Event description:
It was reported that a day after device implant for a pacemaker dependent patient, telemetry strips revealed a single skipped ventricular paced beat after a sensed p-wave. Programming changes were made. Patient condition is good after the event.